Event description:
Patient reported right side ¿side wall of implant pain, chronic pain¿ and ¿wanting exchange from textured to a smooth breast implant due to the patient¿s concern." Healthcare professional later reported that the device was found to be ruptured during explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿side wall of implant pain, chronic pain¿ and ¿wanting exchange from textured to a smooth breast implant due to the patient¿s concern."